Manufacturer narrative:
An event regarding disassociation involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: clinician reviewed the provided x-rays and confirmed the reported event of disassociation. However, insufficient information was provided for further evaluation. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation confirmed the reported event of disassociation. A potential root cause could be due to the patient falling however, an exact cause of the event could not be determined because insufficient information. Further information such as primary and revision operative reports, clinical and past medical history, dated x-rays and examination of explanted devices are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient fell and the constrained liner dislocated from the acetabular shell one year post op. Revised with new constrained liner and head. Left hip

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient fell and the constrained liner dislocated from the acetabular shell one year post op. Revised with new constrained liner and head. Left hip